Manufacturer narrative:
The sample has not yet been received for evaluation. The investigation is in progress. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that when an ophthalmic membrane scrapper would not fit through the entry trocar during surgery, it was noted to exhibit a burr on the end. An alternate device was obtained in order to continue the procedure with no impact to the patient. Additional information has been requested.